Event description:
During a farapulse pulse field ablation procedure, a farawave catheter was used. The patient with multiple comorbidities and baseline cognitive impairments, underwent the farapulse pfa case on wednesday or thursday of the prior week. The procedure was performed under general anesthesia, and a pre procedure tee confirmed that no clot was present. The physician reported that all standard procedural steps were completed and that the procedure was uneventful. The patient was present at the time of the event and remained hospitalized following the procedure, though not beyond the standard of care, as patient was already an inpatient. On sunday evening, the patient developed new neurological symptoms. Imaging confirmed a thrombotic stroke, first identified by magnetic resonance imaging. A computed tomography scan was also performed to confirm the findings. No additional medical or surgical interventions were required beyond diagnostic imaging. It is unknown whether the stroke symptoms resolved within 24 hours, and it is unknown whether the patient had any prior history of stroke. The physician stated that the origin of the stroke is unknown, and it is unknown whether the device or procedure contributed to the complication. The patient is expected to fully recover. The device is not expected to be return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.